Event description:
The pt was receiving medication through a tubing set connected to a syringe pump. The pt's blood pressure dropped, and blood backed up into the lumen of the tube where it clotted, occluding the tube. Upon inspection, fluid was found to be leaking freely around the tubing where it was connected to the male luer end (syringe end) of the tubing.